Manufacturer narrative:
The fiber was returned to the manufacturer and analyzed. The joules on the fiber card were verified as 63,400 joules. The failure analysis disclosed that the fiber cap was intact and attached, but drilled through. The cap exhibited detritus, char, devitrification and melted glass. The cap condition would result in reduced vaporization efficiency. The cap condition may also result in forward firing of the side-firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.

Event description:
The customer returned the surgical fiber due to an unknown malfunction reported to have occurred during a prostate procedure. The joules accumulated on the fiber at the time of this event were not reported. No details were provided regarding how the procedure was completed, however, no patient injury was reported.